Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clear diluent leak in the flowcell area of their coulter lh 750 hematology analyzer (less than 5cc leaked onto the worktop). All operators were wearing personal protective equipment (ppe) consisting of a lab coat, face protection and gloves at the time of the incident. The lab¿s exposure control/risk management plans are in place. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed diluent and blood leaking from the differential/retic sample tubing where it was not securely attached at port 6 of the flowcell. Fse replaced the tubing from 3-way fitting ft17e to port 6 of the flowcell and the issue was resolved. The cause of the leak was that the tubing was not securely attached at flowcell port 6. (B)(4).